Event description:
A malfunction was reported with a pump, marked by the appearance of malfunction code 12, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.